Manufacturer narrative:
Implant regio 13 fractured. Construction was a removable dental prosthesis. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.